Manufacturer narrative:
All operating currents within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump was received with partially broken reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window. No cracked lcd window or reservoir tube window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was cracked; the belt clip broke and the insulin pump fell. The device sustained a cracked screen and a crack right on top of where the reservoir is inserted near the battery area. The patient's blood glucose at the time of incident is unknown. The mother also mentioned that her daughter was in the ICU twice due to no delivery issues. No further details were provided regarding the hospitalizations. The customer's mother was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.